Event description:
It was reported the customer received multiple power source alerts. Despite plugging the device in, the power source alert continues to appear and charging of the pump has been unsuccessful. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however,the device has not yet been received. A supplemental report will be submitted if the device is received.